Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas and alleged that the patient had been admitted to the hospital for diabetic ketoacidosis (dka) on three occasions. This report documents one of those occasions; the date of hospitalization is unknown. It was unknown whether the patient remained on the pump. The patient was reportedly treated at the hospital but type of treatment was not specified. The reporter indicated that the patient was having issues receiving supplies, and customer technical support (cts) advised the reporter that the patient has only been ordering supplies once a year. It is unclear at this time if the alleged dka was associated with the patient running out of supplies or not since troubleshooting could not be completed at the time of the complaint. Cts made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced dka with hospitalization and the pump could not be ruled out as a contributing factor.